Event description:
During a vaginal hysterectomy, the shim fell off the open forceps and into the pt. This shim was recovered with no pt harm. Another like device was used to complete the procedure. When the product was received, it was discovered that the rep had sent in add'l devices from the same account which had the same issue, shim detachment. The hospital had been saving the devices for the rep. All parts were recovered, no pt harm, dates of these cases are not known.

Manufacturer narrative:
The complaint was confirmed. The shim detached from the jaw with the cord. The shim was returned with the device. The device returned cleaned and with the cord cut off by the customer, no residual adhesive observed on the face or in the locating holes of the jaw. Conclusion: bond failure between the shim and the jaw of the forceps.